Event description:
Pt underwent a right total knee arthroplasty on (B)(6) 2012. The pt went on to failure of the knee due to global instability and tibial component loosening. On (B)(6) 2012, the pt underwent a revision of the right total knee arthroplasty. At the time of surgery, the knee was found to be globally unstable, but asymmetrically so, very large lateral extension gap, relative to his medial extension gap. His lateral flexion gap was enormous and his medial flexion gap was not so very, very asymmetric in flexion. In addition, the pt could almost dislocate with an anterior drawer. His tibial component was loose with a great deal of peri-component osseous resorption. His femoral component was well fixed, it was internally rotated. In light of this, all components were extracted.